Event description:
It was reported that the customer felt that her sensors caused blisters and irritation. Her blood glucose was unknown at the time of reporting. She also stated that the threshold suspend was helpful when she had experienced recent low blood glucose. No equipment was returned. No additional information was reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.